Event description:
During a hysterectomy, the dolphin pump indicated a fluid deficit. The doctor performed a laparoscopy to determine if the fluid deficit was related to a perforated uterus. He found that the uterus was intact. The staff calculated the fluid deficit manually and determined that the fluid deficit was approximately 50 ml.